Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2016 with the following findings: a battery life issue was not duplicated during the investigation. The black box showed evidence of a partially discharged battery being installed on (B)(6) 2016 resulting in a replace battery alarm. No moisture was observed in the battery compartment. No damages were found to battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The electrical current draws measured within specification. The pump passes the leak test. Upon removal of the pump cover, no intermittent connections or damages were observed on the printed circuit board or to the internal component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue with moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.